Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on april 10, 2018. The pump was explanted on (B)(6) 2018 per the request of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on april 16, 2018. The rep reported it was unknown if the cause of the volume discrepancy was ever determined. To the rep's knowledge, the entire infusion system was removed on (B)(6) 2018. It was indicated the pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on may 03, 2018. The patient's weight was provided.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate in the lab. Analysis was unable to determine the cause of the overinfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 30.0 mg/ml of bupivacaine, 0.30 mg/ml of clonidine, and 0.20 mg/ml of baclofen at 0.196 mg/day, 0.00196 mg/day, and 0.00131 mg/day, respectively. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for intractable spasticity. It was reported a volume discrepancy had occurred. During a routine refill, the expected volume was 2.8 milliliters (ml) and 20 mls was aspirated. The pump logs were not checked. The clinic stated the patient had not called in since their last refill with a complaint of increased pain. The patient was requesting the pump be explanted. The rep planned to follow-up at a later time for plan of care. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting had been performed. It was unknown if any interventions/actions had been taken to resolve the issue. It was reported the issue had not been resolved at the time of the report. The patient¿s status at the time of the event was provided as ¿alive-no injury.¿ no further complications were reported or anticipated. The patient¿s weight was unknown. Other medications being taken at the time of the event were not available. The patient¿s medical history included chronic back pain. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The rep verified that surgical intervention had not occurred, and was not yet planned, but reiterated that the patient did want the pump removed. It was reported the volume discrepancy occurred the day before ((B)(6) 2018). It was reported the patient had experienced a slight increase in pain since the past refill. No further information was available at the time.